Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify unexpected restart alarm due to blank display anomaly. The insulin pump had scratched lcd window, cracked display window corners, cracked reservoir tube lip. No unexpected beeps or vibrating anomaly noted during testing.

Event description:
The customer's mother reported via phone call that they received unexpected restart alarm. The customer's mother reported that there was fluid under the lcd display. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the insulin pump was exposed to water. The customer's mother stated that a basal was not programmed before the unexpected restart alarm. The customer's mother stated that the insulin pump was not store and was not in use for an extended period of time. The customer's mother stated that the alarm did not occur after inserting a new battery. The customer's mother stated that the unexpected restart alarm was recurring during normal use. The customer's mother stated that the insulin pump was not dropped or bumped. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.